Event description:
Customer reported screen blacks out, popping noise during fluoro, and x-ray lamp and sound continue to indicate live fluoro after x-ray button is released. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the battery pack. Ge rep and customer could not confirm uncommanded x-ray problem. System operates as intended.